Event description:
Catheter was placed 3/21/92. On 4/11/92, attempts to remove the catheter were not successful and subsequent chest x-rays showed a knotted catheter, approximately 15 cm. Proximal to the distal tip. Multiple attemps to untwist the catheter were unsuccessful. The entire catheter was eventually removed in the catheterization labdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure. Conclusion: device failure indirectly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.